Manufacturer narrative:
Result: head-end right siderail assembly.

Event description:
It was reported by service report that the head-end right siderail will not latch in the upper position. It is unk if there was pt involvement, however no adverse consequences were reported.